Manufacturer narrative:
The referenced prior gi bleed events were reported under medwatch MFR report #s 2916596-2018-02343 and 2916596-2018-02526. Approximate age of device - 1 year, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted to the hospital on (b)(64) 2018 with anemia and received 2 units of packed red blood cells (prbcs) on that day. This patient¿s gastrointestinal (gi) bleed was recurrent and the subject was already off all anticoagulants from prior gi bleed events. A stool for occult blood tested (B)(6) on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.